Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the camera cable of the subject device was poor contact and the image of the subject device had noise during the otolaryngology examination. The intended procedure was completed with another similar device and it was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found there was possibility which the cover unit (around the boot part) of the subject device was likely broken and it might have a result in the image abnormality. In addition, omsc confirmed that the image of the subject device had strong noise and was not displayed when the subject device was turned on at the inspection based on photos taken by olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the camera cable damage of the subject device which the video communication could not be transmitted to the vide processor. The camera cable damage might have occurred due to the user handling. If additional information is received, this report will be supplemented.